Event description:
Blood clot formed in faradrive sheath. The procedure was completed using different faradrive sheath. It was reported that during the atrial fibrillation ablation procedure faradrive sheath was selected for use. It has been mentioned that after getting access to the right femoral artery, faradrive with versacross connect dilator was inserted. Transeptal access was achieved using versacross and dilator was removed. After aspirating and flushing faradrive, octaray was inserted and physician aspirated and flushed again. They then mapped out left atrium and then pulled the octaray out. When the physician tried aspirating the sheath it was clogged and the physician was unable to completely aspirate the sheath. Faradrive sheath was then replaced with a new sheath, and the procedure was completed successfully. No medical intervention occurred. No patient complications occurred. The product is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Correction to section h6 impact codes impact codes, f11 was replaced with f15. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Blood clot formed in faradrive sheath. The procedure was completed using different faradrive sheath. It was reported that during the atrial fibrillation ablation procedure faradrive sheath was selected for use. It has been mentioned that after getting access to the right femoral artery, faradrive with versacross connect dilator was inserted. Transeptal access was achieved using versacross and dilator was removed. After aspirating and flushing faradrive, octaray was inserted and physician aspirated and flushed again. They then mapped out left atrium and then pulled the octaray out. When the physician tried aspirating the sheath it was clogged and the physician was unable to completely aspirate the sheath. Faradrive sheath was then replaced with a new sheath, and the procedure was completed successfully. No medical intervention occurred. No patient complications occurred. The product is not expected to return for analysis as it was disposed.